Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient "passed out" and was transported to the hospital about a week ago. The patient stated that a company representative checked their device and they understood that their heart was beating too fast. The patient also stated that they had the device checked yesterday and an irregular heart rhythm could not be found. The device remains in use. No further patient complications have been reported as a result of this event.